Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during analysis in clinic. Upon review, the right atrial lead exhibited far-r oversensing. Chest x-ray performed on (B)(6) 2019 revealed right atrial lead dislodgement. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.